Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient underwent initial surgery on (B)(6) 2021, whereby a ncb-df plate was implanted in the right thigh. On (B)(6) 2021 while sitting on a chair, the patient sustained a fracture of the plate after hearing a cracking sound. The patient subsequently underwent revision surgery on (B)(6) 2021. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: multiple postoperative ap and lateral x-rays of the right femur dated (B)(6) 2021 have been received. A comminuted fracture of the distal portion of the femur as well as the ncb plate, which lies on the lateral part of the femur, from the existing hip-tep to the existing knee-tep, can be seen. Multiple ap and lateral x-rays of the right femur taken on the day of the reported fracture and dated (B)(6) 2021 have been received. A fracture of the ncb plate is seen at the area of the comminuted fracture at the distal portion of the femur. There is a re-fracture of the femur. Multiple postoperative ap and lateral x-rays of the right femur dated (B)(6) 2021 have been received confirming the implantation of a new plate at the lateral femur. Intra-operative fluoroscopy images of the primary surgery dated (B)(6) 2021 and of the revision surgery dated (B)(6) 2021 have been received. CT-scans dated (B)(6) 2021 have been received. Surgical report: the surgical report for the initial implantation dated (B)(6) 2021 has been received: indication: right periprosthetic femur comminuted fracture with right existing hip- and knee-tep. Procedure: open reduction, osteosynthesis with cerclage wires and ncb plate. Intraoperative x-ray examination confirms good postioning. The surgical report for the revision surgery dated (B)(6) 2021 has been received: indication: fracture of the ncb plate. Procedure: revision of the ncb plate and implantation of a lateral ncb plate with a stryker cerclage wire. Debridement of the fracture site and freshening up of the bone. Utilization of cerament g, an injectable synthetic bone vid filler. Two cerclage wires from the initial surgery in the middle of the shaft and in the distal area were left in-situ. Observation after removal of the plate that no callus (fibrocartilage callus) had begun forming, but only connective tissue. A small hole in the lateral part of the femur was discovered upon removal of the plate. 5ml cerament g was utilized here to support bone formation. X-ray examination confirms good postioning. No post-operative loading is permitted this time but only after bony reconstruction, so that a plate fracture does not occur here again. Discharge letter post initial surgery received. Patient medical and surgical history as well as procedure performed and post-operative treatment / therapy listed. Osteoporosis treament recommended starting 6 weeks post surgery. Bone mass measurement performed resulted in a t-score of -1.5, indicative of osteopenia. X-ray examination post surgery showed satisfactory positioning of the ncb plate. Discharge letter post revision surgery received. Patient medical and surgical history as well as procedure performed and post-operative treatment / therapy listed. X-ray examination on (B)(6) 2021 (date of fracture) confirms fracture at the distal portion of the plate. X-ray examination post revision surgery surgery showed satisfactory positioning of the implants as well as fracture positioning. Bone mass measurement report of the left thigh received dated (B)(6) 2021. The t-score is -1.5/-1.6. Bone mass measurement report of the spine received dated (B)(6) 2021. The t-score ranges from 0.1 to -0.9. 3. Product evaluation: visual examination: the complained ncb plate as well as the associated screws and cerclage wires were returned for investigation. A visual examination was performed and the reported event of plate fracture can be confirmed. The plate has broken into two fragments. The fracture of the plate is located through a screw hole. On the fracture surfaces of the plate, some beach marks are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the non-bone-facing side of the plate. Furthermore, one of the returned screws has a notably damaged thread. The returned cerclage wires have snapped. See pictures attached. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. 5. Conclusion: it was reported that the patient underwent initial surgery on (B)(6) 2021, whereby a ncb-df plate was implanted in the right thigh. On (B)(6) 2021 while sitting on a chair, the patient sustained a fracture of the plate after hearing a cracking sound. The patient subsequently underwent revision surgery on (B)(6) 2021. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb plate have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The visual examination of the plate indicates a fatigue fracture. Macroscopically, no issues can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). The surgical report for the revision states that after removal of the ncb plate no forming of callus (fibrocartilage callus) could be observed, but only the forming of connective tissue. Additionally, a bone mass measurement report of the left (unaffected) thigh was performed, which resulted in a t-score of -1.5/-1.6, indicative of osteopenia. However, to what extent these patient conditions may have contributed to the reported event remains unknown. Based on the available information and performed investigation, an exact root cause for the plate fracture could therefore not be determined the need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: implantation report, revision report, hospital letters, patient consent, product details, x-rays. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00590.

Event description:
No new information.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that the patient had a revision due to implant fracture.